Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap was unable to attach to the pump. A test cap attached to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper and at the case seal below the bumper. The returned battery cap threads were damaged. All battery cap contact measurements were within specifications. Intermittent power complaint was duplicated during investigation. Unrelated to the original complaint, the display was dim and fading pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.